Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if changes were made to the patient's usual diabetes management routine. After the start of the alleged issue, the patient claims he felt a symptom of shakiness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. There was no indication of misuse. The subject meter powers on when the power button is pressed but not with the test strip is inserted. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter returned has serial number: (B)(4). The meter passed testing; the was found to work properly with no faults found. The primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.